Manufacturer narrative:
(B)(4). Eval, results: (arterial trauma/dissection/perforation, death), (lot number not provided). Conclusions: (lot number not provided).

Event description:
A bifurcated stent graft from another MFR was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after an aortic extender component was modeled with a reliant balloon, an aortic dissection occurred. The physician elected to intervene by converting the pt to an open surgical repair. The pt had a total blood loss that exceeded 1 liter, and the pt expired from multi-system organ failure later the evening of the procedure. No further info has been provided.